Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection: the pfna blade was returned disassembled, the movable blade part was separated from the sleeve and the set screw was inserted in the wrong direction in the end cap. There are clearly visible stress marks all over the device. They anodized layer is worn away at the damages which indicates that the were cause post-manufacturing most likely by an excessive contact with the nail during the insertion. Functional test: the device was assembled during the evaluation with a hex-wrench as shown in the assembling instruction se_192010_ai. After the assembling was the blade fully functional, it was possible to lock and unlock the blade with the at the cq department available impactor. The complained malfunction could not be reproduced with the received blade when the assembling steps in section 8 of the pfna surgical technique (036.001.143 dsem/trm/0714/0132(7) 08/17) are followed. Summary: the complaint is confirmed as the blade was received disassembled and incorrectly assembled. It is unknown if this occurred during the procedure or during testing after the procedure. The evaluation has shown that the device is fully functional as soon it is correctly assembled. The blade can be attached, unlocked, locked and removed from the impactor without any issues. Based on this finding a manufacturing related issue can be excluded. Based on the provided information the exact cause of the complained malfunction cannot be defined. We can only assume that any handling issue was the cause of this occurrence as the visible stress marks indicate that the device was exposed to high forces during the insertion. In this relation following sentence from the precaution paragraph in section 8 of the surgical technique can be pointed out: do not over tighten the connection between the impactor and the pfna blade. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot . Part: 04.027.053s, lot: 2l74264, manufacturing site: bettlach, release to warehouse date: december 20, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that during an unknown surgery in (B)(6) 2019, the proximal femoral nail antirotation-ii (pfna ii) blade got stuck with the impactor and locking mechanism got failed. Surgeon changed the blade to complete the procedure. Surgery was delayed for fifteen (15) minutes. Procedure was completed successfully. This report is for one (1) pfna-ii blade. This is report 1 of 2 for complaint (B)(4).